Event description:
It was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tubes had insufficient negative pressure. This event occurred 1000 times. The following information was provided by the initial reporter. The customer stated: defect: insufficient negative pressure. Quantity: 1000 pieces. Impact: need to replace the tube for blood collection, resulting in department cost losses and patient complaints. Claim processing: claims need to be processed and a complaint response letter is required. The reason for insufficient negative pressure, so as to give customers a reasonable explanation, and see whether it is a transportation problem or a quality control problem.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, twenty (20) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.